Event description:
The port was placed 8/22/96 for chemotherapy via the right subclavian vein. On 10/09/96, they were unable to infuse through the port. A dye study was done which showed that a 7" catheter fragment had embolized to the left pulmonary artery.